Event description:
It was reported this catheter was placed for a renal cyst drainage procedure in january 1997. On october 2, 1997 a second surgical procedure was performed to remove a fractured portion of the catheter that had been undetected for over six months. No further details are available regarding either the original placement procedure or follow up visits post catheter placement. Without any further details regarding the circumstances surrounding this event, co cannot determine the cause for this event.